Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 43 mg/dl. The customer said the insulin pump stopped working after it got critical pump error. The customer was advised that the pump will need to be replaced. Customer was referred to back up plan per health care professional's instructions. Customer was advised the insulin pump will be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump error 35 noted in the pump history and critical pump error during testing due to moisture damage on the electronic assembly on electronic board. Unable to perform the functional test, including the self- test, sleep current measurement, active current measurement, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test due to critical pump error. The device was received with cracked case along the side of the battery tube.